Event description:
Patient with medical history of bicuspid aortic valve and subacute bacterial endocarditis underwent a freehand style aortic valve replacement using a 26mm aortic homograft in 1994. In 1999, patient had a valve explanted due to calcification and stenosis. The valve was replaced with his native pulmonary valve in a ross procedure. The site relates the explant to homograft.